Event description:
It was reported from a patient's caregiver that the patient's device was explanted four months after implant. Follow-up was performed with the patient's neurologist to determine the reason for explant. The neurologist's office indicated that around that time, the patient had an infection that led to hospitalization. There was reported leakage from the incision site, as the patient's caregiver had noticed moisture on the patient's shirt. This was interpreted to mean leakage was occurring at the generator site, however no further clarification or information could be obtained through the neurologist's office. Device history records indicated that the patient's implanted devices were sterilized and passed quality inspection tests prior to distribution. Programming history was reviewed and found that the device was still programmed over a year after implant. Diagnostics were available from the day of implant. The data did not reveal any anomalies that indicated device malfunction at this time. No further relevant information has been received to date.